Event description:
The account alleged that the side rails are bent and will not latch in the up position. No pt impact.

Manufacturer narrative:
The account alleged the side rails were installed incorrectly. The account installed the side rails in te correct position to resolve the issue.